Event description:
The MFR received info alleging that the device operated on battery power even though the device was connected to ac power. The device was in pt use. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. A failure of the ac power cord was found. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning latter (B)(4).